Event description:
It was reported that the cartridge was damaged and did not fit onto the pump. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.